Event description:
It was reported that (3) devices were used during a laparoscopic fundoplication. It was reported by the affiliate that the lcs15 shears, used with a hptuv, had no function. Another instrument was used to complete the case. There was no consequence to the pt.